Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 1.5 years at the last follow up appointment approximately 6-9 months ago. The current estimated longevity is less than 6 months. Device replacement is pending. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.